Event description:
The physician attempted closure with the closer tsl 6 fr. Device. The device was inserted and the foot deployed. The plunger with needles was engaged however resistance was encountered when the physician attempted to remove the plunger. The physician contacted perclose and spoke with a clinical mgr who instructed the physician to park the foot, dissect the artery and cut both sutures at the needle exit ports. The device was removed and the groin closed. The pt recovered without further injury.